Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted due to an intracranial bleed. The patient had been discharged from the hospital 4 days prior to this event on an IV of antibiotics to treat streptococcus parasanguinis bacteremia with presumed spinal osteomyelitis. The cultures were negative, and the patient's international normalized ratio (inr) was completely reversed with vitamin k and kcentra. No surgical intervention was needed, and the patient¿s residual deficits include dysphagia, left-sided weakness, and mildly slurred speech. All available information for conducting this investigation was provided. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding, infection and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11sep2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch form number: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through a medwatch form that the patient was admitted due to intracranial bleeding in the setting of inr 3.2. Aspirin had been stopped in the past due to problematic recurrent vaginal bleeding with anemia. The patient had been discharged from the hospital 4 days prior to this admission on IV antibiotics for management of (B)(6) with presumed spinal osteomyelitis. Cultures were negative and inr was completely reversed with vitamin k and kcentra. There was no surgical intervention needed at this time and residual deficits included dysphagia, left sided weakness, and mild slurred speech.